Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had blank display, post-reset ram crc alarm and constant beeping. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the pump was in storage mode due to constant beeping. The customer stated that they inserted the battery and the screen goes on and off. It was reported that they had post-reset ram crc alarm. The customer was advised to remove the battery and insert a new battery. The insulin pump will not be returned for analysis.